Event description:
According to the reporter: when using the endo retract a piece of black plastic broke away from the instrument where the fan articulates. A piece fell into the pt and was retrieved using a grasper. A new device was used and the same happened. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).